Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements. A lead revision was performed, and this lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported. The lead remains implanted but not in service.